Event description:
It was reported pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 30mm watchman laa closure device was successfully implanted. The case was noted to be unremarkable; there was one partial recapture of the closure device prior to meeting criteria for release. The device was implanted and there was no evidence of pericardial effusion post procedure. A few hours later an effusion was observed via transthoracic echocardiogram (tte). The patient was stable at the time. Later in the evening the patient became hypotensive and tachycardic, therefore pericardiocentesis was performed to successfully treat the effusion. The patient was reported to be doing well.